Event description:
It was originally reported that the pt experienced a loss of therapeutic effect. She then met with the healthcare professional and the company rep for the event. She had surgery to fix the neurostimulator problem. She was still having problems with her device system.

Manufacturer narrative:
(B)(4).